Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered prior to patient use. The device was filled with flucloxacillin 8000mg in 240ml sodium chloride (B)(4). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 18, 2022 - april 20, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside a green color bag which suggested a leak problem may have occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.